Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 20x2.5mm, eccentric, de novo, 95% stenosed target lesion containing a lesion bend of <=45 degrees was located in a moderately tortuous and moderately calcified left anterior descending (lad) artery. After a non bsc guidewire and a non bsc guide catheter were advanced towards the lesion, pre-dilation was performed with a 2.5x15 maverick catheter balloon resulting to 85% residual stenosis. A 24x2.50mm synergy stent was selected for use and advanced but failed to cross the lesion after three attempts. Upon retrieval of the device, the physician noticed that the distal end of the stent tip was frayed. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).